Event description:
It was reported that the suctionaid port (blue plastic) cracked when slip tip syringe was inserted. The device is not available for return. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Expiration date and manufacture date are unknown. No information has been provided to date. No product was returned and cannot confirm the reported complaint. If the product is returned, the manufacturer will re-open the complaint for further investigation. A device history report (DHR) review could not be performed as the lot number is unknown.